Manufacturer narrative:
E1. Zip code continued:(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative on behalf of healthcare professional reported "rupture". This record is for unknown side. The device status is unknown.